Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures alarm during self-test. Customer's blood glucose value was unknown the customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. The customer stated that the insulin pump was able to rewind. The customer states they run self-test and self-test did not pass and hardware low level failures alarm occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not return for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin one trace on keypad assembly. (B)(4).